Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on (B)(4), 2010, for investigation. Visual inspection revealed that the delivery tube was returned separate from the loading device. The tension spring assembly was inside the delivery tube and the seal was outside the tube. The green slide lock and the white plunger were depressed on the delivery device. There was no evidence of blood on the device but the seal had a blood stain on the two outer rings. This complaint could not be confirmed for loading or deployment problems. If the device did not load properly, the plunger should not have been depressed. If the device did not deploy properly, there would have been more evidence of blood on the device. Based on these findings, the reported complaint "unit did not activate properly" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. A supplemental report will be submitted if additional info is obtained. (B)(4).

Event description:
The hosp reported that during a coronary artery bypass procedure, the "unit didn't activate properly". No further info was available regarding pt effects or how the case was completed at the time of the report, since the procedure was still in-progress. The product was returned. Upon receipt of the product, it was observed that the reported complaint was for either a loading/deployment issue.